Event description:
Vna of western ny have been ordering bell bags for me and the last dozen that I have received are impossible to open and close the valve. Additional information indicates that the quantity is unknown.

Manufacturer narrative:
(B)(4). The device investigation is pending.

Manufacturer narrative:
(B)(4), we have proceeded the following investigations after receiving the complaint: 1. The historical complaints have been checked, there were similar issues received before (no. 20042150). 2. Since there is no relevant lot information in the complaint, we conducted a self-inspection on the latest production, the lot is 20220405. Check the DHR records. The incoming, in-process and final inspection have completed, and all results meet the specification. The operators and inspectors have been effectively trained; they have no change. 3. There is no deviation in the incoming inspection of the valve within 3 months. We randomly select and check the inventory valves, they can open and be used smoothly. 4. After the above investigations, we have not found there is any deviation in the production and inspection processes. So, we think there may be some other factors about the customer feedback, such as whether the valve is deformed, or too much force. And there is screw loose, kink and other conditions that cannot twist. 5. Check the complaint lists for 2022, and we noted that there have been about 6 similar issues before this. In the investigation of some of the above product defects and defects caused by use, we also check the assembly site of the valve. The valve is connected with the draining tube by glue bonding. We learned from the inquiry of the operator and the person in charge of production that, if the draining tube is dipped in too much glue during the assembly process, the glue may flow down from the inner wall of the valve, reach the top of the core, and stick to the herringbone fork of the valve shell, resulting in that the valve cannot be opened normally. However, in normal operations, we have identified the risk, and we have also conducted effective training for operators. Self-inspection will be carried on, so the probability of it is very low. To sum up, although it is very rare that the screw valve is difficult to unscrew due to the assembly of the above accessories, it is still possible to happen according to the situation that we have received such complaints, so we need to take corresponding preventive measures to avoid such situation. The valve is connected with the draining tube by glue bonding. If the draining tube is dipped in too much glue during the assembly process, the glue may flow down from the inner wall of the valve, reach the top of the core, and stick to the herringbone fork of the valve shell, resulting in that the valve cannot be opened normally. Corrective and preventive actions: 1. Make non-confirming pictures. Notify the production workshop and train relevant operators. 2. Continue to monitor the follow-up development of such complaints.

Event description:
(B)(6) have been ordering bell bags for me and the last dozen that I have received are impossible to open and close the valve. Additional information indicates that the quantity is unknown.